Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that no external power alarm was observed. Technical services reviewed the submitted log files, and log captured a low voltage hazard event on (B)(6) 2019 at 0513 while connected to the mobile power unit (mpu). The log also captured the reported double power cable disconnect event on (B)(6) 2019 at 0948. It was reported that the patient¿s daughter was helping change power sources and both were disconnected. Re-education done with patient and daughter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power events observed in the log file was confirmed. The provided log file contained events recorded from (B)(6) to (B)(6) 2019. The recorded information revealed two no external power events (both recorded on (B)(6)) while the system controller was connected to a mpu. The associated voltage levels indicated that the power to the mpu was lost. The pump support was not affected and the stem was supported by the backup battery during the event. The information recorded on (B)(6) also revealed a no external power event and based on the associated voltage levels this event was related to both power cables disconnected at the same time. The (B)(6) was not returned for evaluation and a specific root cause for the no external power events associated with the power to the mpu being lost was not able to be determined. Per the additional information the loss of power happened when the patient and his daughter were changing power sources at the same time. Re-education was done with patient and daughter. No other issues were reported. No further information was provided. The manufacturer is closing the file on this event.